Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an external insulation abrasion noted from 9.5 cm to 9.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. The insulation abrasion breached the rv cable lumen proximal to the rv shock coil. The rv cables were not damaged in this location.

Event description:
This report is to advise of an event observed during analysis.